Manufacturer narrative:
During a preventative maintenance performed by a getinge field service engineer (fse) the compressor speed varied dipping very low to 900. Also, the fse found helium regulator was below specification at 175. It was unable to adjust; therefore the fse ordered parts and replaced the compressor which resolved the varying speed. Helium regulator was still out of specification, so the fill manifold was replaced as well. However, the helium regulator became worse dropping down to 20. It was also found that the iabp would fail low helium transducer test and flush fill autofill test. It was unable to find the leak; therefore the fse escalated the problem to get assistance. Technician specialist gave the fse phone assistance. During troubleshooting it was found that the pneumatic pin at pneumatic interface module (pim) cable assembly to the backplane was loose pushing in and out each time pim was removed and reseated causing various leak problems. The cable and standoffs were replaced. The fse performed all functional and safety checks to meet factory specifications. The iabp then passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
During a preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) failed helium regulator calibration and was unable to calibrate. There was no patient involvement; furthermore, no death or injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee who has different contact details from that of the event site. Details: telephone number(B)(6).

Event description:
During a preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) failed helium regulator calibration and was unable to calibrate. There was no patient involvement, furthermore, no death or injury was reported.